Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the scope tested positive several times in culture test. Organism not provided. The customer also reported that the scope is cleaned several times and still tested positive. There was no patient injury reported. There was no patient infection associated with this report.

Manufacturer narrative:
This report has been updated. Ess (endoscopy support specialist) visited the user facility and performed observation at the customer site. Ess observation determined that the customer has created their own pre-cleaning checklist for bedside cleaning and did not want an in-service. The customer only wanted an observation on the processing room. The ess as requested, performed the observation. Once the observation was completed, the ess recommended to the customer that they should make sure the conmed cleaning brushed they use are validated for the olympus scopes due to the channel opening brush between the olympus brushes and conmed brushes are different in size. The conmed channel opening brush looks smaller. Customer does use scope buddy for manual flushing instead of manual flushing of the scopes. The ess explained the importance of the information and the recommendation provided to the customer and was acknowledged by the staff in attendance. To date there was no patient harm or injury was reported and the user scope did not return for evaluation.